Event description:
I had essure permanent birth control installed in me on (B)(6) 2012, not even a week later I was doubled over in pain, couldn't move, couldn't take care of my kids, when I went to the doctor she told me it was normal for cramping, and prescribed me pain meds, and sent me on my way. I was still bleeding 2 weeks later and when I called her she told me that was normal also. Then the rashes began all over my face, and in my privates. I also began having pain in my leg, and swelling, and numbness and tingling in my extremities unexplained. Two days after that, I tried having sex with my boyfriend, and it hurt and I bled for 2 days. I went in and saw my ob who implanted me, and she ran tests, did a pap and I bled on her hand when she swabbed my cervix. All blood tests and pap came back negative so she scheduled me for a hysterectomy for (B)(6) 2013. I spent the night in the hospital and the next day I was up and walking around with no issues what so ever.